Manufacturer narrative:
(B)(4). Block h6: problem code 1454 captures the reportable issue of sheath peeled. Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a navigator access sheath device was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the inside lining of the access sheath unravelled inside the patient. Reportedly, the unravelled lining was retrieved from the patient using a basket device. The procedure was completed with another navigator access sheath device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. It was believed that the stone that was being pulled out through the sheath may have scraped off some of the internal lining making the piece come off the device.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a navigator access sheath device was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the inside lining of the access sheath unravelled inside the patient. Reportedly, the unravelled lining was retrieved from the patient using a basket device. The procedure was completed with another navigator access sheath device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.